Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.5mm thick ti matrix mandible plate was processed through the normal manufacturing and inspection operations with no scrap, non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Device was used for treatment, not diagnosis. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during the pre-bending, the matrix mandible plate broke.. The surgeon explained it was broken without a high stress. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). Report received indicates the measurable dimensions of the plate were checked and found to be in compliance with the technical drawings and ao/asif specification. Examination of the raw material testing certificates and the manufacturing records showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The cross section surface shows no irregularities. Titanium implant should not be pre-bent. No product fault could be detected. Receipt date of device should be 8/5/2013.

Event description:
This is report 1 of 1 for complaint # (B)(4).